Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-sep-2018 with the following findings: during investigation, the black box showed occlusion alarms with high force leading to delivery interruptions on 2018-02-11 while deliveries never resumed. There were occlusion alarms with high force also observed. The rewind, load cartridge, and prime steps were performed successfully with no alarms duplicated. The pump was detecting correct force. The pump was exercised for 12 hours with no occlusions alarms occurring. He total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The cover was removed and there was no intermittent condition found to the force sensor circuit.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that on (B)(6) 2018, the patient was treated for an elevated blood glucose (bg) of 22.2 mmol/l with chest pain, extreme thirst, frequent urination, symptoms of dehydration (dizzy, lightheaded), strong fruity breath, rapid breathing, abdominal pain and a very high level of ketones (5.5) associated with an alleged occlusion issue with the pump. Reportedly, the pump was resumed after replacement and the patient received emergency medical services (ems) by a healthcare provider and received insulin via injection, intravenous (IV) fluids and glucagon injection as treatment. During troubleshooting with customer technical support (cts), it was revealed that there was an occlusion issue with the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention because of an alleged occlusion issue.